Event description:
It was reported that the customer had issues with her sensor and blood glucose readings. The insulin pump went into threshold suspend when her sensor glucose level was 210 mg/dl. The customer did not exhibit symptoms of a low blood glucose level. Her blood glucose level was 240 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.